Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
Abiomed japan forwarded a publication from account university of washington entitled: successful treatment of immune checkpoint inhibitor-associated fulminant myocarditis with abatacept and ruxolitinib: a case report. The publication speaks to "he required inotropes and a percutaneous microaxial flow pump placement for temporary mechanical circulatory support and then had sustained ventricular tachycardia resulting in cardiac arrest requiring several rounds of cardiopulmonary resuscitation and pericardial tamponade requiring urgent pericardiocentesis. After cardiac arrest, he was admitted to the intensive care unit, intubated..." No additional information provided.